Event description:
Pt had a laparoscopic hysterectomy in 11/2003. Postoperatively, pt developed abdominal pain, nausea and vomiting. CT scan revealed an incisional hernia at a trocar site with entrapment of a loop of small bowel. Four days later, the pt returned to surgery for repair of the incisional hernia.